Event description:
Surgeon compressing screw when the tip of screw driver broke off. Several attempts were made to remove; surgeon stated further attempts would hurt pt, and will leave tip in tibial nail.